Manufacturer narrative:
Device evaluated by manufacturer. The device has been requested for evaluation, but has not been received. Should the device be received for evaluation, a follow-up report will be filed upon completion of the evaluation, or if additional information becomes available.

Event description:
The facility alleges the jaws do not close properly. They allege that the clips do not properly hold down into the jaws, so they do not close. It is unknown if this condition occurred before or during patient use. There was no patient injury or medical intervention reported.